Event description:
It was reported that "something was not working right." No further information was given. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).